Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) was reviewed and it indicated that the product was released accomplishing all quality requirements. The complaint samples were received and evaluated. The samples were tested for leaking and the reported condition was confirmed. The manufacturing team determined that the issue came from the valve that is supplied to the manufacturing site. The supplier was contacted to investigate the reported condition. The supplier confirmed the reported condition. Corrective actions the supplier will implement include 100% valve leak testing at the occlusion/leak test machine before sending the part to the pumping section assembly line. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that milk was fed through an ed tube by kangaroo pump setting 15 ml/h for 24 hours with continuous feeding. When the set was removed from the pump, the milk leaked from the valve. The feeding was three times a day and the set was replaced each time. This issue occurred each time the set was replaced.